Event description:
The reporter alleged she has received unspecified complaints from the facility staff that the adapter or adapters cable electrode connector ends have become disconnected from electrode posts. The reporter stated the facility is using the cable and electrodes consistent with the product operating instructions. No add'l details concerning the complaints were reported.